Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('right essure appeared displaced within the myometrium') in an adult female patient who had essure (batch no. A36611) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida and parity 3. Family history included lung neoplasm, hyperlipidemia, hypertension, blood pressure high, high cholesterol, diabetes and colon cancer. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria hospitalization, medically significant and intervention required), device expulsion ("right essure appeared displaced within the myometrium") and device dislocation ("left essure was not seen"). The patient was treated with surgery (robotic assisted total laparoscopic bilateral salpingectomy/hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, device expulsion and device dislocation outcome was unknown. The reporter considered device dislocation, device expulsion and embedded device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: bilateral occlusion and appropriate device placement. Ultrasound scan - on (B)(6) 2019: right essure appeared displaced within the myometrium and left essure not seen. Most recent follow-up information incorporated above includes: on 27-jul-2020: mr received- reporter, family history, medical history, laboratory test were added. Essure lot number added. Event medical device removal was updated to event right essure appeared displaced within the myometrium. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('right essure appeared displaced within the myometrium') in an adult female patient who had essure (batch no. A36611-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida and parity 3. Family history included lung neoplasm, hyperlipidemia, hypertension, blood pressure high, high cholesterol, diabetes and colon cancer. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria hospitalization, medically significant and intervention required), device expulsion ("right essure appeared displaced within the myometrium") and device dislocation ("left essure was not seen"). The patient was treated with surgery (robotic assisted total laparoscopic bilateral salpingectomy/hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, device expulsion and device dislocation outcome was unknown. The reporter considered device dislocation, device expulsion and embedded device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: bilateral occlusion and appropriate device placement.. Ultrasound scan - on (B)(6) 2019: right essure appeared displaced within the myometrium and left essure not seen. Most recent follow-up information incorporated above includes: on 18-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal on (B)(6) 2019)') in an adult female patient who had essure inserted for female sterilization. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria hospitalization, medically significant and intervention required). The patient was treated with surgery (essure removal on (B)(6) 2019)). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.